Event description:
It was reported that beeping when powered on event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device shows pump is in excellent physical condition. Customer's reported issue was duplicated during power-on. Pump was stuck in upload sequence. The root cause of the reported issue was determined a customer network system software download to the pump was not completed because the customer shutdown the pump before completion of the software update. Actions taken to mitigate the reported issue: completed upload from base to head via upload process.